Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal sling system was used during a sling placement procedure on (B)(6), 2009. According to the complainant, the patient suffered "serious bodily injuries including mesh erosion, pain and dyspareunia." The exact nature of all injuries is unknown. The patient's condition at the conclusion of the procedure and the patient's current condition are unknown and reportedly unavailable.